Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Per the opinion of the physician, the root cause was possibly a small seroma that drained. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID # (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced bleeding at the neck incision site. On (B)(6) 2025, the patient was seen in the emergency room and an attempt was made to cauterize and place additional sutures. Per the opinion of the physician, the root cause was possibly a small seroma that drained. The patient was seen for a follow up on (B)(6) 2025 and it was noted that the event was resolved.